Manufacturer narrative:
Section b3: event date is estimated. It was reported to abbott, a patient was experiencing pocket site pain/discomfort. Surgical intervention was taken where the pocket was revised. The ipg was placed deeper in the same pocket. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing discomfort at their ipg site. Surgical intervention was undertaken on (B)(6) 2024, wherein the patient's ipg was placed deeper into the pocket site to address the issue. Therapy was restored post operatively.